Event description:
It was reported that: "staff in micu were trialing/evaluating pre-slit for cvc line bleeding/oozing. After initial placement of gauze was saturated and replaced again and same occurrence and replaced again. Hemostasis was not achieved so alternative actions taken 3 failed attempts. According to the nm there was no harm or health consequences to the patient." Associated complaints (B)(4).

Manufacturer narrative:
(B)(4). The complaint device was not received at our manufacturing site for evaluation. There are no indications that the product failed to function as intended. A review of manufacturing process revealed that the coat weights recorded for this lot of dressing pads had a 2.86cpk which indicates the coating process of kaolin was well controlled. An assessment of the reported event and the instructions for use (IFU) suggests that the instructions may not have been followed as specified. The IFU states: "apply firm, non-occlusive manual compression on the pad for at least 5 minutes or until bleeding/oozing stops." Based upon this evaluation, unintentional use error (failure to follow IFU) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "staff in micu were trailing/evaluating pre-slit for cvc line bleeding/oozing. After initial placement of gauze was saturated and replaced again and same occurrence and replaced again. Hemostasis was not achieved so alternative actions taken 3 failed attempts. According to the nm there was no harm or health consequences to the patient." Associated complaints 3011137372-2025-00117, . 3011137372-2025-00116.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Additional information: (DHR information added). The complaint device was not received at our manufacturing site for evaluation. There are no indications that the product failed to function as intended. A review of manufacturing process revealed that the coat weights recorded for this lot of dressing pads had a (B)(4) which indicates the coating process of kaolin was well controlled. A device history record review was performed, and no relevant findings were found. An assessment of the reported event and the instructions for use (IFU) suggests that the instructions may not have been followed as specified. The IFU states: "apply firm, non-occlusive manual compression on the pad for at least 5 minutes or until bleeding/oozing stops." Based upon this evaluation, unintentional use error (failure to follow IFU) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "staff in micu were trialing/evaluating pre-slit for cvc line bleeding/oozing. After initial placement of gauze was saturated and replaced again and same occurrence and replaced again. Hemostasis was not achieved so alternative actions taken 3 failed attempts. According to the nm there was no harm or health consequences to the patient." Associated complaints 3011137372-2025-00117, 3011137372-2025-00115 and 3011137372-2025-00116.